Event description:
It was reported that a homecare pt experienced problems with inserting a 14 fr suction catheter into a size 4 cfr, cuffless tracheostomy tube. Pt reportedly experienced temporary respiratory distress when mechanical ventilation was compromised due to secretions plugging the tracheostomy tube. There was one (1) pt involved who was examined and reintubated with a second device by attending physician. The pt has returned to baseline condition. Pt's primary homecare is performed by a family member. They have been advised of the recommended suction catheter size which accommodates the inner diameter dimensions of the 4cfs device. Pt's family have also been sent the tracheostomy tube adult home care guide and video to review and discuss with their physician. The 4cfs device was discarded and as such will not be returned to the MFR for identification, analysis and investigation.